Event description:
It was reported that during a vats procedure the ec60 could not fire at the first stroke of the first firing with ecr60b. Changed to an ecr60d but still could not fire at the first stroke. The surgeon used a new ec60 and ecr60b to continue, but the device could not fire at the first stroke too. The procedure was converted to open and the surgeon used hand sewing to complete. Now the patient is fine.

Manufacturer narrative:
(B)(4). Additional information: the ec60 device was received for analysis with no visual non-conformances and with three cartridge reloads present. Cartridge (c) ecr60d, k5d774, was received partially fired 1/16 and in good visual conditions. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Cartridges (d, e) ecr60b, l5263r were received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality with the returned cartridge reloads (c, d, e) by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reloads formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: who loaded the device? Was the user trained on the use of the device? What structure was the device being fired on? Was the device able to be closed completely?